Manufacturer narrative:
(B)(4) initial report. Additional information, including patient medical history, a detailed patient outcome, post primary and pre revision x-rays, reason for revision and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 6 years and 2 months, the reason for revision is unknown.

Manufacturer narrative:
(B)(4) final report additional information, including patient notes, post primary and pre revision x-rays, explant and reason for revision were requested in order to progress with this investigation. It was confirmed that the explants were not available for return to corin. The relevant device manufacturing records have been retrieved and reviewed and it was found that the parts associated with the report conformed to material and dimensional specification when manufactured. The corin cormet and optimom devices had been coupled with the a non-corin taper adapter sleeve. At this time it cannot be determined if these devices may have caused or contributed to the patient's experience. Corin considers this case closed but can be re-opened should further information be provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 6 years and 2 months. The reason for revision was not provided.